Event description:
It was reported via a hospital procedure form that about two weeks post implant, this right atrial (ra) lead was explanted and replaced due to lead dislodgement. No additional adverse patient effects were reported. The explanted lead was not expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.